Manufacturer narrative:
(B)(4). Date sent: 4/12/2024. Additional information was requested and the following was obtained: no staples were missing. Partially complete. The device did cut yes, the cut was complete. Yes they had cutline issues.

Event description:
It was reported that during an appendectomy procedure that when attempting to fire that the device only deployed half of the staples. Unknown as to how the procedure was continued. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there staples missing from the staple line? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.